Manufacturer narrative:
According to the importer's description, the patient was 31 months old and weighed 31 pounds. The luna g3 bpap includes the following instructions in the instruction manual. 1.the device is intended for adult patients weighing more than 66 lbs (30 kg) by prescription. 2. This device is not intended for life support. The manufacturer currently believes that this patient is not the intended population for the device, which may have contributed to the reported event. The manufacturer has asked the importer to return the device for analysis and investigation. After the device is returned to analyze and locate the cause, the follow-up report will be carried out.

Event description:
React health received a complaint from a durable medical equipment provider that a device shut off while on a patient in the hospital. The patient experienced oxygen destaturation and was placed on oxygen and recovered on their own. The patient was placed on an alternative device. The device was being used off label per published intended use. The device is intended for adult patients weighing more than 66 lbs (30 kg) with sufficient respiratory drive. It is not intended for life support. The device has not been returned to the importer.